Event description:
It is reported that a customer had high blood glucose of 500 mg/dl. The customer was not hospitalized, but was treated with bolus. The customer was helped with trouble shooting and found nothing wrong with the insulin pump that was being used. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.